Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 noted during testing. Motor was tested outside of the device and passed. Device received with broken belt clip rails slot and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hrm task did not grant motor power in reasonable time error. Customer stated they were able to successfully clear the alarm and did not received a request to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.